Manufacturer narrative:
Section d4: model number and catalog number corrected. Section d5: operator of device corrected. Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while the controller was connected to the power module (serial number: (B)(6) was not able to be confirmed. No log files were able to be submitted for review. The power module returned to the european distribution center in unremarkable physical condition. The power module booted up and functioned as intended. Preventative maintenance was performed, and the unit was returned to the rental pool. Provided information indicated that exchanging the power module resolved the reported alarm. The root cause for the reported event was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate 3 instructions for use (rev. B) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: there was no reported patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the patient was connected to the power module (ppm), there was an alarm on the patient's system controller with the information no external power. There was no alarm on the ppm. The ppm was exchanged and the issue resolved.